Event description:
It was reported that a nurse trained in the use of the starclose se device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the device was difficult to remove. In accordance with the instructions for use, the access ports were used to facilitate device removal. Hemostasis was achieved with the device. There were no adverse pt effects reported. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.